Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger assembly was pulled back and the plunger and needles were removed from the body of the device no sutures were present. A second perclose at device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.